Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that device's battery module is not functioning and the customer is requesting a replacement. There was no reported patient involvement.

Manufacturer narrative:
The issue was confirmed by the customer. The customer ordered a replacement battery. The device remains with the customer.